Event description:
It was reported that they were getting scan brick abort errors and the image was lost, which causes the patient to be re-exposed. They determined the communication cable harness needed to be reseated and calibration done, once this was completed, the system is working as intended.